Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 434 mg/dl. Customer stated that, customer had a horrible time with her insulin pump. Customer also mentioned that she was in the hospital due to her hip and she is currently on medication. Assisted customer with calibrating her sensor and delivering a bolus. The current blood glucose was 360 mg/dl. Customer declined high blood sugar trouble shooting. The device will not be returned for analysis.

Manufacturer narrative:
.

Event description:
Reached out to customer for clarification and found that the customer was wearing the insulin pump in the hospital. The customer experienced high blood glucose levels but she did not recall the reading. The customer stated that she treated her blood glucose with the insulin pump until she was back under control. The customer declined troubleshooting for high blood glucose levels.